Manufacturer narrative:
The device was operating within specification and did not malfunction. Patient experienced a blister. Blisters and burns are expected side effects from such treatment. Improper cooling techniques were used. Per the crg, cooling with a chiller is recommended and ice is not recommended. No chiller was used, and ice was used post treatment. Based on reported pictures of the blister post treatment, it is assumed medical intervention was provided for healing. Out of an abundance of caution, this event is being reported.

Event description:
Customer reported that patient experienced burn and blisters on the leg following a vascular treatment using elite+.